Event description:
The ve left ventricular assist device was implanted in 2000, without any technical difficulties. The left ventricular assist device had a beat rate of 60bpm with flows of 4.5lpm upon start up after implantation. Thirty mins after complete left ventricular assist device support was established, the left ventricular assist device beat rate dropped suddenly to 40bpm with flows of 3.2lpm. A transesophageal echocardiogram (tee) revealed that the left ventricle had become dilated and shortly thereafter, the right ventricle became dilated as well. Immediate resuscitation measures were undertaken including hand pumping of the ve left ventricular assist device, massaging of the right ventricle and a variety of inotropic drugs as well as nitric oxide. Repeated attempts to increase the left ventricular assist device beat rate and flows with the left ventricular assist device system controller were unsuccessful. The pt had rapid right ventricular deterioration and was connected to a right ventricular assist device, but the pt's condition continued to deteriorate post-operatively into multi-organ failure. The pt died in 2000.